Event description:
The pt was experiencing loud static sound with the device. Explantation/reimplantation surgery was performed. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.